Event description:
During a laparoscopic cholecystectomy the scissors would not cut at the tips and a piece of insulation broke off the device and fell into the pt. The piece of insulation was recovered from within the pt. A second device from a different lot number was opened to complete the case. The surgeon requested the five remaining devices of the same lot number be returned for analysis. There was no consequence to the pt.